Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The pulse generator was received in end-of-life (eol). After the product code was downloaded, normal function ensued.

Event description:
It was reported that the pulse generator reached end of life (eol) prematurely. The device was removed.